Event description:
On (B)(6) 2015, patient underwent transoral sialolithotomy during this procedure she was intubated nasally with a laser protected endotracheal tube. On (B)(6) 2015, surgeon documented that patient had developed a right nasal synechiae as a result of the nasal intubation with the laser protected tube. The synechiae had to be surgically divided in the clinic setting.